Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) tachy therapy mode set to value other than monitor + therapy. Attempt to obtain additional information was unsuccessful. Ths device still remains in service. No adverse patient effects were reported.